Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6102. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. A product return is not applicable for non-physical devices.

Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.9.0) installed on iphone 16e (ios 18.7.1) with mmt1885 780g pump (software ver. 6.7v) was conducted and confirmed the issue was not reproduced. The software did not successfully adhere to the specified requirements and did not perform in accordance with expectations as referenced in the 'sw requirement document' field. We were unable to conduct a thorough investigation due to the lack of diagnostic logs required for a comprehensive analysis. Our assessment was based solely on the available analytics logs. From these logs, we observed that the user encountered an error popup while downloading sake keys during the pump pairing process. Unfortunately, this issue prevents the user from uploading logs, significantly limiting our ability to investigate further. The esf number that corresponds to the reported issue is: (B)(4). Issue was confirmed. The following steps have been proven effective to fix this issue: remove the minimed mobile app and all its data: go to settings > general > iphone storage > minimed mobile > delete app. Remove the pump from the ios bluetooth settings: go to settings > bluetooth > pump xxxxxxxx > forget this device. Remove the mobile device from the pump. Reinstall the minimed mobile app from the app store. Open the app and navigate to the pump pairing screen. Attempt pairing with the pump again. If these steps do not resolve the issue, please ask the user to upload logs so we can provide more personalized feedback. The esf will be fixed in future releases. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.